Manufacturer narrative:
(B)(4). Date sent: 10/16/2024. D4: batch # unk. B3: event day and month unknown. Captured as (B)(6) 2024. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. A manufacturing record evaluation was performed for the finished psee45a, with lot/batch number c9e23a, and no non-conformances were identified.

Event description:
It was reported that 1 each of psee45a lot # c9e23a had a pinhole in the packaging, compromising the sterility of the device. Device was never opened onto the sterile field nor used in surgery. This was the only each of psee45a in the box of 3 that reportedly had this issue. The pinhole was located on the peel-away paper covering the device. The outer box packaging was reported to be intact with no damage.